Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with injection vancomycin (500mg, twice a day, intraperitoneal, discontinued after 2 days) for suspected peritonitis. At the time of this report, the patient recovered from cloudy pd effluent; however, the patient outcome for peritonitis was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.